Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The inserter handle has cracked. No delay in the case.

Manufacturer narrative:
The complaint states the inserter handle has cracked. No delay in the case. The investigation confirmed that the angled acet inserter handle had fractured as reported. Previous investigations have found that design change was implemented for this product ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4)was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with the justified conclusion that it will be entered into the complaint database and monitored through trend analysis.